Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 306 mg/dl. Customer stated that she was out on a boat and she thinks the pump might have been exposed to moisture. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No button error alarm was noted. However, the insulin pump had moisture damage at the electronic assembly. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.